Manufacturer narrative:
The peritonitis occurred on an unspecified date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. On an unreported date, the patient was hospitalized for the event. Treatment was not reported. The patient was recovered from the peritonitis event. On an unreported date, pd therapy was discontinued and the patient was transferred to hemodialysis therapy. No additional information is available as the reporter refused to provide further information.